Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 645 mg/dl and in the range of 600 mg/dl to 700 mg/dl. Customer¿s current blood glucose was 300 mg/dl. Customer was thirsty during the high blood glucose event. Insulin pump will not be returned for analysis.